Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900679 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor attempted to use ae05ml during his laparoscopic cholecystectomy on sunday. Upon attempting to close the device the clips were not fully closing and locking, even though the trigger was being fully squeezed. He proceeded to pull out the device and attempt to cycle through several clips, but the device continued to backfire. They opened a second device from the same lot number to the same issue. Ultimately, he had to resort to using metal clips. He is a long-time user of this product.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its bottom jaw bent and its top jaw pushed into the tube. The channel box was also bent. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection could not be performed due to the condition of the returned sample. However, the sample was disassembled to inspect the internal components. Upon disassembly, it was found that both jaws were bent in the same direction and the pivot hole for the top jaw was damaged. It was also found that the clips were out of position in the channel and stacking on one another. The sample was returned with 10 clips remaining in the channel, indicating that 5 clips were fired by the end user. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not closing" was confirmed based upon the sample received. The sample was returned with the top jaw pushed into the channel and the channel box bent. Both jaws were bent in the same direction which indicates that there was a significant side load applied to the jaws that caused them to bend. The clips were found to be out of position in the channel and a pivot hole for the top jaw was damaged due to the jaw being pushed into the channel. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that the doctor attempted to use ae05ml during his laparoscopic cholecystectomy on sunday. Upon attempting to close the device the clips were not fully closing and locking, even though the trigger was being fully squeezed. He proceeded to pull out the device and attempt to cycle through several clips, but the device continued to backfire. They opened a second device from the same lot number to the same issue. Ultimately, he had to resort to using metal clips. He is a long-time user of this product.